Event description:
According to the information received, this valve was explanted due to paravalvular leak. The patient also had a stenosed lad. The valve was replaced with sjm21ahp-105. Additional information has been requested.